Event description:
The doctor attempted to deploy the filter and it became stuck in the sheath. The doctor went in from the opposite femoral vein, snared and removed the filter. The pt is fine. Another filter was succesfully deployed.